Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
Procedure: lumbar interbody fusion and left lateral discectomy it was reported per legal that "the patient suffered from continued pain and inability to function and was diagnosed with a broken screw and underwent an operative procedure to remove the hardware with the broken screw on the right side, s1."